Manufacturer narrative:
Product analysis: the device remains implanted and it will not be returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately 8 years and 10 months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was replaced valve-in-valve due to gradually progressive valve regurgitation and stenosis. The patient was discharged the following day post-replacement and no other adverse patient effects were reported. Medical history includes a previous febrile presentation with positive cultures for streptococcus pneumoniae with a mediastinal abscess; this bioprosthetic device involvement was suspected but never proven. Patient is largely sedentary with obesity and pulmonary hypertension.

Manufacturer narrative:
Conclusion: the sterilization process used by medtronic contains an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. The reported organism can be rendered non-viable to the sterilization process during manufacturing; therefore, it is unlikely that the organism originally came from the device and/or manufacturing valve process. In addition, the reported information also indicates that the suspected endocarditis was observed more than 3 years post implant. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve (1). If true endocarditis was observed, it was unlikely to be attributed to the contegra device and/or manufacturing process. ¹ mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.